Event description:
Md spoke w/pt's spouse and spouse informed md that her spouse died uexpectedly this week. He had been feeling well, was out in the barn doing chores. He was gone for an hour and half. Neighbor went out to barn to look for him and found him slumped over. He had not been having problems prior to this event. The coroner attributed pt's death to a heart attack. Md felt that pt may have had had an asystolic arrest w/possible pacemaker malfunction. Medtronic analysis: electrograms from the device tell us that pt's arrest was from vfib, not pacemaker malfunction. Device failure no longer suspected as possible malfunction by md.